Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. "When all of the information that can be had, is had and evaluated, the results of the investigation will be the subject of a follow-up report. "

Event description:
Our affiliate is reporting that some time post-op to a shoulder repair (dates undefined), it was somehow noted that the patient had developed some osteolysis, approximately 1cm. A re-surgery was performed in 2008, and the 3 fixation devices used in the original repair were removed from the patient. At this point in time, this is all of the information that has been made available to mitek. Questions out to our affiliate asking for further detail and clarity. Also see associated mdrs 1221934-2008-00202 and 1221934-2008-00204.